Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced ventricular tachycardia (vt) episode and had to be externally defibrillated as the device did not provided therapy to this patient. The patient was subsequently hospitalized and the device was suspected to have not met the vt detection rate programmed on the device. A field representative will review the patient's print outs at a later date. No additional adverse patient effects were reported.

Event description:
Approximately three months later, additional information was received for a field representative that the patient's printouts were reviewed and revealed that the patient experienced a ventricular tachycardia (vt) episode that was below the ventricular tachycardia (vt) detection zone reprogrammed on the device, which explains why no therapy was given to this patient at the time of vt. The patient was transferred from the hospital to another hospital and upgraded to a cardiac resynchronization therapy defibrillator (crt-d) as the previous device was explanted. It is unknown if this device will be returned to boston scientific. No adverse patient effects were reported.

Manufacturer narrative:
The implantable cardioverter defibrillator (ICD) was explanted and replaced. The location of this device is unknown and it is unknown if this device will be returned, therefore the clinical observation could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The implantable cardioverter defibrillator (ICD) remains implanted at this time. A final report will be sent after information is received from the field representative after review of the patient's print outs. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.